Manufacturer narrative:
The device was returned to olympus third party repair facility for evaluation and the customer's reportable malfunction of completely black image was not confirmed. In addition, evaluation of the device observed the following: there was a noisy image due to damage on charged coupled device unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The event can be prevented by following the instructions for use which state: inspection of the endoscopic image user may be able to reduce / prevent occurrence of the suggested event by handling device in accordance with the following IFU. Do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that during preparation for use, the videoscope completely blacked out. No patient or procedure involvement. There were no reports of patient or user harm.